Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a receiver issue that occurred on (B)(6) 2016. No additional event information was provided. No injury or medical intervention was reported.